Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during fill tubing, no drops of insulin were seen out of the end of the tubing. The customer disconnected and reconnected the luer lock connection, filled tubing, and successfully completed the load process. The user's blood glucose (bg) level was 500 mg/dl and the user addressed bg level with a manual injection. Reportedly, the user did not know if inset or t:90 was used for the infusion set.